Event description:
The customer reported obtaining erroneously high patient results for sodium (na) and potassium (k) on their au480 chemistry analyzer. The customer repeated the samples and obtained normal results. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found broken ise roller tubing fittings and ise tubing. The cause of failure was due to the broken fittings on roller tubing and ise tubing's. The fse replaced the ise roller tubing and ise tubing which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).